Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-34585. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were exhibiting high defibrillation impedance. No changes or intervention was reported. The patient condition was unknown.